Manufacturer narrative:
Corrected data: (B)(6).

Event description:
It was reported that a smiths medical cadd solis pump had 'alarms air in line.(out of box failure). No patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem error message "air in line" was duplicated during infusion test. According to the investigation faulty air detector sensor caused the reported problem. Service replaced the pump air detector sensor to correct the reported problem. The problem source of the reported problem is unknown.